Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, devices were not returned for evaluation. Medical records were received and reviewed for all three malfunctions. For the reported malfunctions, migration is confirmed for two malfunctions and inconclusive for one malfunction. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly migrated. The information was received from various sources. All three malfunctions involved patient with no reported patient injuries. Two patients age were (B)(6) and (B)(6) year and one patient age was not provided. Of the reported patients, one patient was female and two patient were male. Of the reported patients, one patient weighed (B)(6) kgs, and the other patients' weight were not provided.